Event description:
It was reported that the event involved a male patient while in the cath lab during insertion. The patient began to have chest pain so the physician decided to try and insert a 40 cc fiber optic intra-aortic balloon (iab). When the staff tried to connect the fiber optic connection to the pump to do the zeroing, they heard the clicks, but had no audible tone or icon color change. The cal key was recognized. The pump would not zero. They tried to disconnect and reconnect the fiber optic connection and cal key, but there was still no change. The pump had alarmed "connect fiber optic connection." The physician continued with the insertion of the iab through the sheath via right femoral, but met resistance when trying to advance the iab. Several attempts were made to manipulate the insertion unsuccessfully. As a result, the physician decided to remove the iab and sheath together as one unit. They had observed the central lumen of the iab was bent an inch or two from the tip of the balloon. The physician noted that the patient had severe tortuous anatomy. The physician elected not to try and insert a second iab because of the patient's severe tortuous anatomy. The staff was not sure if the problem with the zeroing was the iab or the pump. They did send the pump to biomed to be checked. They did not note the sn of the pump used in this case. There was no report of patient death, complications or injury. There was a delay or interruption in therapy since they were not able to give intra-aortic balloon pump (iabp) therapy with no harm caused to the patient noted. The patient outcome is the patient went on to surgery for coronary artery bypass graft (CABG). Follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).